Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, implanted: (B)(6) 2018, explanted: product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that some electrodes of the lead had anomaly. During the operation, a connection failure of electrode #4 (which had a white mark) occurred when checking the connection between the lead and ins. The lead was reinserted twice, but resulted in the same. In order to specify whether the cause is the lead or the ins, the lead was inserted by replacing the electrodes of # 0-7 and # 8-15. As a result, it was clear that the electrode #12 (which had a white mark) had a connection failure, and the issue occurred in the lead, not the ins. When impedances were measured, there was no problem with the impedance of the 4th electrode from the rear end of the lead where the electrode had a connection failure with a white mark. The first time for the impedance measurement, the electrode #14 was unusable. The second and subsequent times, the electrode #7 was unusable. As the issue occurred in only 1 electrode of 16 electrodes, the product was used continuously without replacement as decided by the physician. There was no particular factor that led or contributed to the issue. No patient symptoms reported. No further complications were reported as a result of this event. Patient's medical history includes epidural cyst. Patient felt painful after epidural cyst procedure.